Event description:
It was reported the pt was experiencing a burning stinging pain at her ipg site. Follow up identified the pt was seen by her physician and the pain is subsiding.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.